Event description:
This male patient was presented to the interventional lab for repair of a lesion located in the left subclavian artery. There was no calcification, moderate vessel tortuosity and 90% stenosis. The information states that there was the in-stent restenosis (there was no information about the stent.) At the lesion. The approach was retograde from the left radial to the lesion. The physician accessed the left radial utilizing the sheath introducer (v18,size unknown/boston). He inserted the guidewire (v18, size unknown/boston) across the target lesion via the sheath introducer into the patient's body. He advanced the balloon catheter (savvy,435-604s) to the lesion over the guidewire through the sheath introducer. There was no resistance during advanced it. He inflated the balloon using the indeflator (encore/boston), but it ruptured in its the first inflation (the pressure was unknown). Therefore he withdrew it and he used another balloon catheter 9brand and size unknown). The procedure was finished successfully.